Event description:
Following a magnetic resonance imaging (MRI), the device as found to be in backup vvi mode (bvvi). It was noted that the device was not programmed to be in MRI settings before the MRI scan. Technical support was contacted and a firmware download was performed to resolve the event. The patient was stable.

Event description:
Additional information was received that high-voltage (hv) therapy was disabled while the device was in backup mode.